Event description:
It was reported that during total hip arthroplasty in 2008, the surgeon could not get the liner to fit into the cup shell. Another liner was used without further complication.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. This report filed november 26, 2008.